Manufacturer narrative:
The pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was stuck inside the handle. The inner diameter (ID) of the handle nosecone was measured within specification. The handle was functionally tested on the handle fixture and produced a pull force and throw distance within specification. Evaluation of the returned handle revealed that the device was functional. The handle was functionally tested on the handle fixture for pull force and throw distance and performed within specification. If the handle is repeatedly actuated during an attempt to detach the coil, the handle may continue to grab and pull in the proximal end of the pusher assembly, which may result in the pusher assembly becoming stuck in the handle. Penumbra handle are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached three penumbra smart coils (smart coils) in the target vessel using the handle. However, while attempting to remove the handle, it was noticed that the pusher assembly of third smart coil was stuck inside the handle. Therefore, the procedure was successfully completed using a new handle and two additional smart coils. It was noted that the physician used continuous flush throughout the procedure. There was no report of an adverse effect to the patient.